Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The knee was revised using the attune revision system. The femur was broached to the largest 55mm broach. No stem was used due to the patient having a total hip and the stem being to close to use a stem on the femoral component. The trial femur with broach fit perfectly. During impaction of the final component, the femur got a crack along the proximal surface. The crack did not propagate, so the surgeon did not have to cable it.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.